Manufacturer narrative:
Based on the information provided, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A follow-up MDR I be submitted if additional information is received. As of (B)(6) 2022, per an isi senior failure analysis engineer, a system log review cannot be performed because the system logs are not available at the time of this report. This complaint is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax. As a result, a chest tube was placed to resolve the pneumothorax and the patient required hospitalization for an unspecified duration. The cause of the post-procedure complication is unknown. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Event description:
It was reported that after completion of an ion endoluminal lung biopsy procedure, the patient allegedly developed a pneumothorax. A chest tube was placed to resolve the pneumothorax. In addition, the patient was hospitalized for an unknown duration. The patient's status was most recently reported as in watchful waiting. Intuitive surgical, inc. (Isi) has attempted to contact the physician to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been received. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.